Manufacturer narrative:
Manufacturing and product investigation has been completed for part# 03.632.036. One retaining sleeve was returned for investigation. Upon inspection of received part 03.632.036, it was confirmed that the distal tip shows damage to the thread and half of the first thread turn is broken. The broken off part was not returned. The review of the production histories revealed that this instrument was manufactured in november 2012 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Initially, the part conformed to the certificate of compliance, dated (B)(6) 2012, and was inspected and conformed to the synthes incoming final inspection sheet. The parts were released to the warehouse on (B)(6) 2012. The measurable dimensions of the returned retaining sleeve were checked as far as possible and found to comply with the specifications. No manufacturing related issues that would have contributed to this complaint were found. No manufacturing related issue was identified and/or confirmed. No definitive root cause was able to be determined; however the failure mode is consistent with a mechanical overloading. It is likely that high applied force in an off-axis manner was a contributing factor. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. Part #03.632.036, lot # 6972479. Release to warehouse date: (B)(6) 2012, (B)(6) 20012, (B)(6) 2013. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the threaded portion of two retaining sleeves broke off during surgery. Date of surgery is unknown. The malfunctions were discovered when new screws could not be loaded in the sleeves. It is unknown if the threaded portions broke off in the screws. It is unknown if all broken fragments were removed. A stardrive t25 was used to proceed with surgery. Surgery was successfully completed with no surgical delay or patient harm. Patient outcome was reported as good. Concomitant devices reported: screws (part# unknown, lot# unknown, qty unknown). This is report number 1 of 2 for complaint (B)(4).